Event description:
It was reported that the patient reported to the emergency room with "chest discomfort" and possible pericarditis. The patient was evaluated and there was no perforation. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4076 implantable pacing lead, (B)(6) 2013. (B)(4).